Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead caused cardiac perforation, observed under chest x-ray. The lead was explanted and replaced. The patient was stable before, during and after the event.